Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer¿s reported issue. The ventilator was powered on using a known good docking station. The ventilator powered on, however, the display was not visible. Bench testing revealed a malfunctioning inverter board was creating the display issue. Component f1 of the inverter board measured ¿ol¿ resistance. Carefusion replaced the inverter board to address the customer's reported issue.

Event description:
It was reported to carefusion that the screen on the customer's enve ventilator went blank. There was no patient involvement associated with this complaint.